Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that after a lead replacement procedure, the patient experienced pain and numbness on the right side. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.